Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported condition of the device overheating during usage could not be confirmed. Service did a clean, lube, and adjust to the drill, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating while testing the equipment. This did not occur during any surgical/medical procedure, so there was no pt involvement/injury. There also wasn't any user injury reported.